Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced vibrate anomaly even with full battery. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was unable to vibrate during the self test due to broken vibrator black wire. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.